Event description:
During a therapeutic cystoscopy the fluoroscopic exam showed that the balloon catheter had burst, causing extravasation of contrast outiside the ureter. The event was not considered serious. Normal stenting was done at the end of the procedure and the stent was removed in the normal time frame, eight days later.